Event description:
A patient who was diagnosed with ovarian cancer underwent laparoscopic surgery on (B)(6) 2023. During this procedure, a powerport m.r.I. Isp port was inserted through the right subclavian vein tubing, with the port positioned at t6. Upon returning to the hospital for treatment, nursing maintenance of the implanted port revealed no return flow, and fluid accumulation was observed. The port was subsequently removed, and it was found that the catheter had ruptured approximately 2¿3 cm from the catheter lock. Additionally, extravasation occurred with saline injection. A new implanted port was successfully reinserted.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one photo was provided for review. The photo shows the partial view of a clinician holding a catheter attached to a powerport. The catheter is noted to have a partial break a few cm away from the cathlock. Therefore, the investigation is confirmed for the reported catheter fracture, leak and suction issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient who was diagnosed with ovarian cancer underwent laparoscopic surgery on (B)(6) 2023. During this procedure, a powerport m.r.I. Isp port was inserted through the right subclavian vein tubing, with the port positioned at t6. Upon returning to the hospital for treatment, nursing maintenance of the implanted port revealed no return flow, and fluid accumulation was observed. The port was subsequently removed, and it was found that the catheter had ruptured approximately 2¿3 cm from the catheter lock. Additionally, extravasation occurred with saline injection. A new implanted port was successfully reinserted.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.